Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for one patient. The following data was provided: the initial sample tested on (B)(6) 2023 and gave a result of 55 ng/l, repeat sample later in the day and the result was <3.2 ng/l. Initial sample spun and retested gave a result of <3.2 ng/l. The customer believes that it was most likely specimen integrity rather than anything analyzer related. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 43208ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed which adequately addresses the current issue.